Event description:
A facility reported that the cusa excel w/ console (cusaexcel9) would randomly alarm with the water coolant reservoir at fault which stops the console in operation and delays its use. There is no easy fix ¿ remove the reservoir and reseat it ¿ this generally tends to temporarily fix it but the fault soon returns. Customer has reported it in the past on separate occasions and a technician last visited on 12th jan where it is believed the reservoir was physically replaced. However, this has not resolved the issue as local representative witnessed it first-hand reoccurring while using the machine for training. The patient was not injured but the event led to increased surgery time of 30 minutes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa excel w/ console (cusaexcel9) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. Reported failure water leaking from the handpiece water cooling reservoir was unconfirmed. Root cause - root cause was confirmed as no fault found. Device passed all testing and meets specifications. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.